Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, chronic") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain,menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-sep-2019: pfs received : previously reported event of "injury" was updated to pelvic pain. New events were added - chronic abdominal pain and menorrhagia (heavy menstrual bleeding). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B66018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, dysfunctional uterine bleeding, uterine fibroid, endometriosis and pelvic adhesions. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, chronic") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (operative laparoscopy, extensive adhesiolysis,bilateral salpingectomy with removal of the essure imp). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain,menorrhagia. Right: 1-1/2 to 2 coils exposed at the tubal ostia. Left: 1 to 2 coils of the essure tubal insert at the tubal ostia. Discrepancy noted: essure removal date as per mr is (B)(6) 2018. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B66018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, dysfunctional uterine bleeding, uterine fibroid, endometriosis and pelvic adhesions. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, chronic") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (operative laparoscopy, extensive adhesiolysis,bilateral salpingectomy with removal of the essure imp). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain,menorrhagia. Right: 1-1/2 to 2 coils exposed at the tubal ostia. Left: 1 to 2 coils of the essure tubal insert at the tubal ostia. Discrepancy noted: essure removal date as per mr is (B)(6) 2018. Most recent follow-up information incorporated above includes: on 4-jun-2021: mr received: reporter, lot number, medical history and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.